Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4)

Event description:
It was reported that during the implant attempt, the physician attempted to deploy the helix three times and the helix would not advance from the lead body. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.